Event description:
Laparoscopic roux-en-y gastric bypass procedure. Pcs21 was attached to flexshaft an calibrated. There was difficulty getting into firing range initially. Device was fired and pc displayed "firing cycle incomplete." The dlu appeared stuck and the anvil would not slip through the anastomosis. Open button was depressed and device still would not release from tissue. There was a tear in the gastric pouch and unformed staples were observed on the anterior side. Anvil had to be removed from the side wall, requiring intervention. Another device was used to complete the case and the common opening was sewn over with a 2.0 stitch.

Manufacturer narrative:
Results and conclusions: during analysis, the device stalled during firing. The memory card revealed that the unit encountered a stall at 613 turns; normally firing is concluded at 780 turns. It was noted in testing that when the input gear was manually rotated, its engagement with the idler gear was such that rotation became difficult at some point. Additional force had to be applied to enable progress past the point at which rotation became difficult. When the gears were disassembled and examined under high magnification depressions in two of the gear teeth were observed. The stall at 613 turns seen via the memory card, and the result of the firing during the investigation both support the reported complaint that the device failed to fire completely. The presence of the damaged gears does not necessarily explain the reason for the failure: either the gears were damaged prior to firing-in which case the gear damage would be the cause of the incomplete firing, or the gear damage was caused by some other event which existed during firing, making the gear damage a result of the event. It is unknown how the gear damage occurred and the root cause could not be determined.